Manufacturer narrative:
The lot no for the device was provided, therefore a lot history review was performed. The device was not returned for evaluation. Medical records were provided and reviewed. Therefore, the investigation is confirmed for detachment, perforation and migration. Based on the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 2220j vena cava filter experienced detachment, perforation and migration. The information was received from a one source. This malfunction involved one patient with no patient consequences. The male patient is (B)(6). Weight of the patient was not provided.